Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device / perforation (uterus)'), fallopian tube perforation ('perforation(fallopian tube)/migration of essure device location of device:'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)/vaginal bleeding') in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included roux loop conversion in 2004, breast reduction in 2000, endometrial ablation and cyst. On 2005: result: in place. Concurrent conditions included nausea, vomiting, uterus enlarged, increased stool frequency, pelvic pain, d & c, hydrometra, discomfort, chills, feeling hot, cervical spinal stenosis, hematometra, uterine cervical motion tenderness, adnexa uteri tenderness, hot flashes, shivering, pelvic inflammatory disease, metaplasia, follicular cyst of ovary, hemorrhagic cyst, back pain and elective abortion. In 2004, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), abdominal pain ("pain") and suprapubic pain ("suprapubic pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingo-oophorectomy (bilateral removal of ovaries)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, vaginal infection, urinary tract disorder, bladder disorder, dysmenorrhoea, abdominal pain and suprapubic pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, menorrhagia, suprapubic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2011: which demonstrated a small amount of fluid within the uterus and no evidence of pelvic abscess. Haemoglobin - on (B)(6) 2011: 12.6. Pathology test - on (B)(6) 2011: diagnosis uterus with bilateral adnexa, hysterectomy with lateral salpingectomy: cervix: no significant abnormality. Endometrium: proliferative pattern. Focal tubal metaplasia. No diagnostic evidence of atypical hyperpiesia or malignancy. Frozen section diagnosis confirmed. Myometrium: no significant abnormality. Serosa: fibrous adhesions. Right ovary: follicular cysts. Right fallopian tube: small paratubal cysts. Left ovary: follicular and hemorrhagic cyst. Malignancy not seen. Frozen section diagnosis confirmed. Fallopian rube with paratubal cysts.. White blood cell count - on (B)(6) 2011: 10.1. Concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- abdominal pain, vaginal bleeding, chills, fibrous adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Case becomes an incident. Injury event was removed. New events added: perforation (uterus),perforation(fallopian tube)/migration of essure device location of device:abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, bladder or urinary problems or changes, dysmenorrhea (cramping), abdominal pain, suprapubic pain. Reporters, concomitant condition and medical history and lab data were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.